Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition of no alarm. The unit was triaged and the customer¿s reported condition was confirmed, as service tech found there to be no audio. The root cause for no audio is dislodgement of components from the audio circuit on the main board which is due to impact from the screw boss on the housing when being assembled. A trend has been identified and a formal corrective and preventative action has been opened to address this issue. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that the enteral feeding pump had no alarm.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.